Event description:
The patient underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of lioresal for intractable spasticity related to cerebral palsy. The patient had a return of spasticity and the hcp performed a catheter contrast study to check catheter placement. During the procedure, the patient suffered an overdose (respiratory depression) of the medication in the catheter. The catheter was found to be intradural, with medication entering the subdural space. The catheter was replaced and the patient recovered. The patient also complained of pain due to the pump's placement over their hip. The patient was last seen in follow up on 1/2001 and has transferred their care to another hcp.